Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately three (3) years post initial procedure the patient was scheduled for reintervention to treat aneurysm enlargement; however, the aneurysm ruptured, and the patient was treated emergently. At reintervention a type ia endoleak and a type 3b endoleak were also identified. The patient was successfully treated with implant of an excluder (non-endologix) y-shaped stent graft. The final patient status was not reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of relevant medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: date received by manufacturer - updated. H6: investigation finding codes:3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately three (3) years post initial procedure the patient was scheduled for reintervention to treat aneurysm enlargement; however, the aneurysm ruptured, and the patient was treated emergently. At reintervention a type ia endoleak and a type 3b endoleak were also identified. The patient was successfully treated with implant of an excluder (non-endologix) y-shaped stent graft. The final patient status was not reported. Additional information: during the investigation, after the review of medical imaging/ record, the reported 3b endoleak was refuted, rather there was billowing of the graft material.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation as it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was able to confirm the reported type 1a endoleak. However, the reported rupture was not confirmed and the reported 3b endoleak was refuted, rather there was billowing of the graft material. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. B6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H6: medical device problem code: remove code 1504. H7: remove recall. H9: remove recall number.